Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2013. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si permanent cautery spatula instrument cables were noted to be broken at the wrist of the instrument. No patient harm, adverse outcome or injury was reported.